Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04305.

Manufacturer narrative:
Eval: results - complaint was confirmed. The returned lead was kinked with all wires broken at approx 20.8 cm from the stimulation end. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.